Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant fluoroscopy confirmed dislodgement of the pacing lead. Pacing failure was also reported. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.